Manufacturer narrative:
The prod was not returned for analysis. Prod history records could not be reviewed because the reporting facility did not provide the lot # or any identification traceable to the mfg documentation. Add'l info was requested on 04/20/2007 and 04/23/2007 by phone, on 04/29/2007 by mail, on 04/30/2007 by fax. A completed questionnaire was rec'd from surgeon on 05/01/2007.

Event description:
A surgeon reported a pt reported glare following bilateral intraocular lens implant surgery. Two medwatch reports are being filed for this pt.: MDR# 1119421-2007-00215 -- os (left eye); MDR# 1119421-2007-00216 -- od (right eye).